Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011 at 1:53pm, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was "testing in setup mode". The following complaint was classified based on documentation from the customer care advocate (cca). The patient advised that the issue began on (B)(6) 2011 at 6:30am, at which time her meter was reverting to setup mode. The patient reported to the mss that she manages her diabetes with oral medication, diet and exercise. The patient stated that she made no changes to her diabetes management as a result of the issue. The patient reported that approximately 10 minutes after the product issue, she was "sweaty and shaky". The patient reported that she took food and drink as treatment. The cca noted that during troubleshooting, no misuse of the product occurred. The product issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.